Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurrent hypoglycemia, including a measured blood glucose of 57 mg/dl with confusion and sweating, after continued use of usual meal announcements despite a recent reduction in carbohydrate intake and weight loss under 15 percent. Symptoms included neuroglycopenic confusion, diaphoresis, and low blood glucose. Outcomes included resolution of symptoms and rising blood glucose after treatment with oral carbohydrates and education, with no hospitalization. Investigation included user troubleshooting, review of meal announcement practices, discussion of the ilet relearning process, and consideration of a factory reset if directed by healthcare professionals. Investigation of this case revealed a likely mismatch between meal announcements and current eating patterns contributing to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors were suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.